Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Customer reported that she was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was 586 mg/dl. Customer stated that she was having a severe chest pain prior to hospitalization. No further information was provided.